Event description:
On (B)(6) 2013, the patient contacted animas, alleging a power (no power) issue. It was noted that the patient replaced the battery, the pump emitted a sound and then powered off. The patient reportedly changed the battery a month ago and used a lithium battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: during testing, the pump would not power on. During investigation, there was visible moisture and corrosion in the display. A crack was observed from the corner of the display to the case seal. The pump was opened and internal moisture corrosion was found.